Manufacturer narrative:
Based upon the clinical assessment, the reported type ib endoleak was confirmed and the possible type iiia and type iiib was confirmed as a type iiib endoleak although the device remains in the patient at this time. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. The clinical review identified the following factors that may have contributed to the patient outcome. The bilateral iliac artery aneurysms greater than 2 3 cm in diameter may have contributed to the type ib endoleak. The root cause of the possible type iii b endoleak was not identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available. Additional devices: (B)(4) sa limb extension, lot 1250463-010. Release date: 06/05/2015. Expiration date: 04/30/2017.

Event description:
It was reported that during initial procedure it was possible a component separation, and tear in the bifurcated occurred. Reportedly, the physician first place a bifurcated device, an infrarenal aortic extension and a limb extension. An angio was then done and showed a distal endoleak on the left side. Therefore, the physician placed another limb extension and another angio was done and showed a leak. A coda was then used on the overlaps and there still was a leak. After occluding the left limb and still seeing a leak, it was determined that a second main body needed to seal. A main body was then placed and the leak was not present on the final run. Pt is in stable condition.